Manufacturer narrative:
(B)(4). Date sent: 8/11/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: did the active titanium blade break off? The active blade did not break did the white tissue pad break off? Yes, the pad comes off and the specialist informs that he will not use it without this pad because it could put the patient at risk since it would not have a secure seal. Is the white tissue pad completely missing from the clamp arm of the device? Yes, the pad is completely missing and comes off completely. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that dr. Performs a cholecystectomy and emptying of hyliohepatic nodes. Then, two-segment open-route hepatectomy is performed with ultrasonic aspirator (sonoca). The device is also used; initially one is passed, but the dr. Uses it twice and a broken white tip is evident. Dr. Reports that the clamp can no longer be used as it affects patient safety. Pharmacy is informed and a new harmonic focus long is passed. The first one is washed and saved to prepare the report on the platform. There were no patient consequences.